Event description:
The customer reported that the system was rebooting itself. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system battery pack and gib batteries were replaced and the new power supply voltage was adjusted. The system was then found to be operating as intended.